Event description:
It was reported that a new sensor was inserted, but displays "no restarts". The sensor was inserted into the arm on (B)(6). Performance data was reviewed. A "no restarts" error despite inserting a new sensor was not found within the investigation window. The allegation was not confirmed. However, transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).